Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has distal tip stretched, as part of overall visual revision. The rotawire was able to be removed with no issues from the rotalink burr catheter device with no issues resistance; however, the burr stayed on the rotawire. The burr and rotawire were soaked in hot water for 5 minutes due to saline not allowing the burr to be removed. The burr was able to be removed after soaking and the tip detached. After review of the tip, the solder weld was missing. The distal tip of the device was slightly stretched and the body of the wire was kinked in numerous locations. Overall length could not be performed due to the detachment of the tip. Outer diameter of the distal tip could not be performed due to a stretched distal tip. Outer diameters of the middle and the proximal sections are within specification. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16jan2018. A rotawire was received with MDR ID# 2134265-2017-01317 with no reported issues. A dislodged burr was noted. However, device analysis revealed that the burr became stuck on the rotawire and the rotawire was fractured.